Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clips scissored. Another was opened to complete the case. There was no consequence to the pt. The device will be returned for analysis.